Manufacturer narrative:
On august 7, 1996 additional info was requested and subsequently received from reporter. The initial report was submitted based on best available info provided by the reporter. No additional info from reporter is anticipated. Explanation of missing info: d5 - an expiration date does not apply for this device. E1 - this info was not provided by the reporter on either the intial contact or the follow-up investigation. E2 - unk is the most appropriate response since reporter failed to indicate on follow-up investigation. F4, f6, f8, f9, f10, f12 - unk is a "system" default. This reprot is believed to be made by the patient and thus section f is not applicable.

Event description:
Pt received implants in 1981. She alleges removal of implants on 4/9/96, due to hearing about problems on television and radio. Reporter also alleges "I was afraid I would get sick, therefore, I had them removed."